Manufacturer narrative:
Additional information was received indicating that the device was stored, handled and prepped per IFU. It is unknown if there was any difficulty removing the stent delivery system form the patient. No additional information was provided. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the renal artery, it was reported that a palmaz genesis was delivered to the target lesion. However, the amiia balloon did not inflate enough causing the stent to not expand enough. Because the palmaz stent could not expand, the physician tried to inflate another unknown balloon inside the stent. The unknown balloon could not be inserted in the stent because it ¿got stuck¿ with the palmaz genesis stent. Then the physician used several smaller unknown balloons to insert into the stent. Eventually the stent expanded to the necessary diameter and it was implanted. The procedure finished successfully and there was no reported patient injury. The device was stored, handled and prepped per IFU (instructions for use). An approach was made from the brachial artery with a guiding catheter. The target vessel characteristics are unknown. Concomitant devices used during the procedure are unknown. It is unknown if there was any difficulty removing the stent delivery system form the patient. No additional information was provided. The product was returned for analysis a non-sterile unit of sds rx genesis amiia 6.0x18mm 142cm was returned. No damages were observed on the device. The balloon was noted to have been inflated and deflated. The stent was not returned. Functional analysis was performed and a 0.014¿ guide wire (lab sample) was inserted into the guide wire lumen of the balloon catheter and passed through it without difficulty. The balloon was attempted to be inflated but it was not possible due to a leakage noted on the distal end of the catheter. Per microscopic analysis, no damages were observed on the device. ID of guide wire lumen was measured using a lab sample 0.014¿ guide wire and it was found within specification. After the unit was analyzed it was concluded that the failure must be damage (pin hole or small rupture) to the wall that divided the inflation lumen from the guide wire lumen; however, it¿s exact location could not be determined. A device history record (DHR) review of lot 17206246 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon/inflation difficulty-partial or slow¿ was confirmed through analysis of the returned device. While the exact cause could not be determined, the difficulty experienced by the customer may have been related to damage (pinhole) between the inflation and guidewire lumens. The DHR did not suggest a design or manufacturing related cause for this event. Given the information provided by the customer, contributing factors could not be determined. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta) to the renal artery, it was reported that a palmaz genesis was delivered to the target lesion. However, the amiia balloon did not inflate enough causing the stent to not expand enough. Because the palmaz stent could not expand, the physician tried to inflate another unknown balloon inside the stent. The unknown balloon could not be inserted in the stent because it ¿got stuck¿ with the palmaz genesis stent. Then the physician used several smaller unknown balloons to insert the stent. Eventually the stent expanded to the necessary diameter and it was implanted. The procedure finished successfully and there was no reported patient injury. The device was prepped per IFU. An approach was made from the brachial artery with a guiding catheter. The target vessel characteristics are unknown. Concomitant devices used during the procedure are unknown. The product will be returned for analysis.

Manufacturer narrative:
Concomitant medical products: unknown guiding catheter and unknown balloon catheters. (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.